Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of under 30 mg/dl. The customer went to the emergency room (ER) and was given a glucagon injection to stabilize bg level. The customer was released in less than one day with a bg level of 235 mg/dl and stated to have "felt better". As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.

Manufacturer narrative:
Review of pump data by tandem quality engineering. Pump logs did not confirm any low blood glucose (bg) levels during the month of (B)(4) 2016. There is no evidence of a device malfunction or failure.